Manufacturer narrative:
Product implicated is a 2 french catheter. Returned for evaluation is the catheter, which is in three pieces. The proximal section (hub only) measures 5.8cm, the mid-section measures 7cm, and the distal section measures 18.7cm. Lot history review indicates no related component or mfg issues and no product complaints of similar nature. The catheter separated inside the hub. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection of the mid-section of tubing indicates the tubing is severely elongated and appears necked down adjacent to the break site. There is adhesive residue on the catheter tubing distal to the break site and on the reinforcing shim of the catheter hub. The ends appear to mate. These signs indicate a typical tensile break. The separation point between the mid-section of tubing and the distal section appears shiney with striations across the surfaces. This indicates the tubing was cut by a sharp object. (The customer did note they cut the catheter tubing during packaging for eto sterilization.) The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states " it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."

Event description:
Six days after implantation, the nurse started to manipulate the catheter and it disconnected from the silicone body.